Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reloaded the software and all cal files. He tested the system and could not duplicate the reported issue. The system operates as intended.

Event description:
The customer reported that the playback of the subtraction runs were blacked out or double overlayed.